Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury, including, but not limited to an ivc filter tilted posteriorly at the superior end and it contacts the ivc wall. The ivc filter is tilted posteriorly at the inferior end and it contacts the ivc wall. All the struts of the ivc wall perforate the ivc up to 9mm. Two anterior struts perforate the ivc wall 6mm and 7mm and contacts the bowel. One medial strut perforates the ivc wall 7mm and contacts a lymph node. One posterior strut perforates the ivc wall 5mm and resides within the soft tissues. There is a posterior strut, which is fractured. The superior portion of the fractured strut perforates the ivc wall 6mm and contacts the l3 vertebral body, which causes osteophyte formation. The inferior portion of the fractured strut perforates the ivc wall 9mm and contacts the l3 vertebral body. One lateral strut perforates the ivc wall 8mm and resides within the soft tissues.

Manufacturer narrative:
Please note that the exact event date is unknown and the event date is the complaint awareness date. Litigation ¿ senior counselor. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury, including, but not limited to an ivc filter tilted posteriorly at the superior end and it contacts the ivc wall. The ivc filter is tilted posteriorly at the inferior end and it contacts the ivc wall. All the struts of the ivc wall perforate the ivc up to 9mm. Two anterior struts perforate the ivc wall 6mm and 7mm and contacts the bowel. One medial strut perforates the ivc wall 7mm and contacts a lymph node. One posterior strut perforates the ivc wall 5mm and resides within the soft tissues. There is a posterior strut, which is fractured. The superior portion of the fractured strut perforates the ivc wall 6mm and contacts the l3 vertebral body, which causes osteophyte formation. The inferior portion of the fractured strut perforates the ivc wall 9mm and contacts the l3 vertebral body. One lateral strut perforates the ivc wall 8mm and resides within the soft tissues. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported events could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.